Event description:
Target lesion was noted to be significantly calcified. Physician noted he used significant force in order to attempt to cross the lesion, however, given the lesion characteristics the catheter would not cross. At this point the lesion was pre-dilated with an angioplasty balloon. The catheter was then re-inserted and was able to cross without issue. It was noted that there was no oct image and possible fiber break. The device was then withdrawn into the sheath. The physician noted that he had to apply additional force at the iliac bifurcation to withdraw the device. At this point, the nosecone detached in the sheath and was contained within the sheath. The sheath was removed along with the nosecone which was contained within the sheath. No part of the device was left inside the patient. The guidewire did not have to be removed. A new sheath was inserted, and intervention continued with another device. The procedure was completed with no reports of patient injury or harm. The IFU for this device states a precaution to determine the cause of resistance to movement of the catheter before proceeding with manipulation of the device.